Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0501 captures the reportable event of snare loop detached.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used during an unknown procedure performed on an unknown date. During the procedure, the snare loop got detached and the physician was able to retrieve it. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.